Manufacturer narrative:
A REVIEW OF THE COMPLAINT HISTORY FOR SN (B)(6) WAS PERFORMED IN SALESFORCE WHICH DID NOT LOCATE SIMILAR COMPLAINT(S) WITH THE SAME FAILURE MODE FOR THIS SERIAL NUMBER. A REVIEW OF THE DEVICE HISTORY RECORD FOR SN (B)(6) WAS PERFORMED FROM THE DATE OF MANUFACTURE, 05-SEP-2018 AND CONFIRMED THAT THIS DEVICE WAS NOT PREVIOUSLY RETURNED FOR SERVICING AND THERE WERE NO PRODUCTION FAILURES WHICH CORRELATES TO THE CUSTOMER REPORTED ISSUE. UPON INVESTIGATION OF THE ACTUAL DEVICE USED IN THIS INCIDENT, IT WAS DETERMINED THAT FULL HEIGHT DRAWER 5 WAS OFF BUS AND WON¿T RECOVER. A FIELD SERVICE ENGINEER (FSE) FOUND THAT THE TEST APPLICATION DID NOT SHOW THE DRAWER 5 AND HAD NO LIGHTS ON PYXIS BUS MODULE CONTROLLER. SO, THE FSE REPLACED THE PYXIS BUS CONTROLLER BOARD TO RESOLVE THE ISSUE. THE SYSTEM FUNCTIONED AS INTENDED AFTER THE FIELD SERVICE ENGINEER REPAIRED THE DEVICE.

Event description:
IT WAS REPORTED THAT WHEN USING THE BD PYXIS¿ MEDSTATION¿ ES DRAWER FAILED, ERROR MESSAGE STATING "BUS NOT LOADED/COMMUNICATING". THE CUSTOMER STATED THAT THERE WAS A DELAY IN PATIENT CARE. THERE WERE NO ADVERSE EVENTS OR INJURIES REPORTED BASED ON THIS EVENT.

Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES drawer failed, error message stating "bus not loaded/communicating".The customer stated that there was a delay in patient care.As per part investigation, it was determined that thermal damage to component U300 on the Full Height Cubie PMC (PN: 151903-01) resulting from an electrical failure. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional Information: Section H Manufacturer Narrative, IMDRF Annex codes and Section B Describe Event or Problem and Section D Device Available for Eval, Returned to Manufacturer on.PART ANALYSIS:The reported condition of MedES - Drawer failure / WER1 was confirmed by FSE and subsequently confirmed in the DCHU inspection process. According to Work Order (b)(4), The Field Service Engineer (FSE) reported that Full Height Drawer 5 was off bus and would not recover. The FSE checked the rear of the unit and found no lights on the pyxibus module controller. The FSE checked the drawer board with a multimeter and found it functional. The FSE replaced the pyxis bus controller board to resolve the issue. Verified functionality in application with no issues observed. During DCHU Visual Inspection: PN (b)(4): The unit was received with evidence of signs of thermal damage on component IC U300, including surface carbonization, localized charring on the top of the package. Additionally, component L301 was identified with physical damage. During DCHU testing: (b)(4): No testing was performed due to signs of thermal damage being observed on IC U300 and the physical damage observed on component L301. The device was in use for treatment purposes as intended per 21 CFR 820.198(d). ROOT CAUSE: The root cause was identified as thermal damage to component U300 on the Full Height Cubie PMC (PN: (b)(4)) resulting from an electrical failure. This damage compromised the communication and control signals, leading to a loss of drawer functionality.